Manufacturer narrative:
This device was returned to co in the three pieces. User indicated that one break was caused by surgeon while preparing patient to return for surgery. Visual microscopic examination revealed jagged, uneven breakage points on the other break. The physical characteristics lead co to believe the device underwent direct contact with extreme heat such as that which is present in electrocautery. The physical characteristics of the breakage points allow exclusion of material defect.

Event description:
Informant stated that when dressing was changed it was noticed that the microsenson was in two pieces-the distal portion was still in pt's head. The pt was operated on to remove the damaged product and implant another one.